Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent damaged occurred. The moderately stenosed lesion was located in the left circumflex artery, and a 24 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, a burr was identified on the stent under angiography after it had been implanted in vivo. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient remained stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device was returned for analysis. A visual and tactile inspection of the hypotube shaft revealed no issues. No problems were identified with the outer and mid-shaft sections or the inner lumen of the device. Microscopic analysis showed no signs of damage, stretching, or lifting of the stent struts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped, evenly folded, and not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. Dimensional testing of the undamaged crimped stent od (outer diameter), measured using a snap gauge, was 0.0390 inches, which is within the maximum crimped stent profile measurement. No other issues were identified during the returned product analysis.

Event description:
It was reported that stent damaged occurred. The moderately stenosed lesion was located in the left circumflex artery, and a 24 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, a burr was identified on the stent under angiography after it had been implanted in vivo. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient remained stable.